Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler remained blocked and would not fire. The user completed the procedure using a backup sureform 45 curved tip stapler with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer was using a green reload at the time of the issue. The surgeon selected the green reload because the surgeon was going to cut parenchyma tissue pulmonary. The stapler was working. There was no failure to fire, nor tissue being pushed forward/dragged during the firing process, nor did the stapler jaw opened/releasing during the firing sequence, nor did the reload deployed staples unexpectedly. This issue was a partial fire. The instrument reload was stuck on the tissue. There were no malformed staples, no exposed blade, staples missing from the staple line, no holes observed with the staple line. There were no issues related to the stapler being static. The jaws of the sureform 45 curved tip stapler opened successfully without the use of the release mechanism and the tissue was released. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding due to the issue.

Manufacturer narrative:
The sureform 45 curved tip stapler and the 45 stapler green reload involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.